Manufacturer narrative:
The device evaluation and any additional findings will be provided upon conclusion of the device evaluation. This device is for export only.

Event description:
In 2007, one of our customers had a problem with the 2773ms. His patient, who he has treated for many years, got burnt on his back. The patient is still healing from the incident.